Event description:
It was reported that during a follow-up, high impedance and an increase in threshold were observed. As such, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the pacing coil was fractured at 28 cm from the connector pin. The silicone and ptfe insulations were abraded. X-ray revealed that the fracture was a result of fatigue. Due to increased stress and an accelerated fatigue, over time the pacing coil fractured. The location and mode of the fracture are consistent with that produced by clavicular crush.